Event description:
Event description guidant received information that upon interrogation of the implantable cardioverter defibrillator (ICD) displayed two error messages, one of which indicated that a possible device malfunction may be present.